Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. It was reported that the device had chipped and fractured. The reported event is confirmed upon investigation of the returned product. Visual evaluation identified that one of the two slots on the hub attachment tube had broken off . Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that the ar-8973-01 outrigger targeting guide needs to be replaced. See source data attached. Additional information received on 1/25/21: the rep reported that the ar-8973-01 has a chipped piece on the device.